Manufacturer narrative:
(B)(4).

Event description:
Device went into backup mode after patient went close to a generator. The clinic interrogated device and left it in backup mode for 4 months. A biotronik representative reprogrammed device out of backup mode. This device remains implanted. Additional information: the back-up mode alert was not received even though it is enabled. Also, the patient had been in for a follow-up on 1-feb-2016 and the device was in back-up mode then too. No programming changes were made and the device was left in back-up mode. No backup mode alert was sent and no hm alerts after it went into backup mode were sent. Several months later, the rep interrogated the device and found it still in backup mode, reprogrammed the device to normal functioning, and home monitoring transmissions resumed.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the home monitoring data available for evaluation. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available home monitoring data were inspected. The inspection did not show any peculiarities. In particular, the data indicate that the pacemaker had not been operating in the safety backup mode. Based on the complaint description and the available data, it cannot be excluded that the pacemaker was working in the safe program instead of the safety backup mode. Particularly, upon activation of the safe program the home monitoring function is deactivated, which would explain the lack of home monitoring messages during this time frame. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available home monitoring data did not reveal any indication of a pacemaker malfunction. In particular, the data indicate that the pacemaker had not been operating in the safety backup mode but most likely in the safe program instead. Should additional relevant information become available, the investigation will be updated.